Event description:
Pt was feeling ill all day. She tested blood glucose on suspect device in am and was 220 mg/dl, at lunch time was 147 mg/dl and at 6 pm blood glucose was 131 mg/dl. Pt ate dinner and took insulin. She then started to vomit and was unable to keep food down. She then tested blood glucose again on suspect device and was 72 mg/dl. She was able to call the paramedics before passing out. Paramedics arrived and tested on their device and blood glucose was 40 mg/dl. The pt was treated with intravenous, glucose gel and later released after observation at the hosp. Pt tested glucose controls and l1 and l2 were both within range.